Manufacturer narrative:
(B)(4). Investigation: the disposable tubing set was returned to caridianbct for eval. Leak testing confirmed the presence of a pinhole leak on the channel, located at the perimeter weld near the collect connector. Root cause: investigation of the disposable set confirmed that the cause of this tubing set leak was a weld failure of the channel at the location of the collect connector. Corrective/preventive action: caridianbct has implemented lot release testing on the spectra optia channels to reduce the occurrence of this failure mode. Disposable manufacturing increased lot release testing in may 2011 and forward. A sample of channels from each manufacturing channel lot is selected and life tested. If the life testing results do not meet the required specification, the entire lot of channels are discarded. Channels are not consumed in product for sale unless they pass the requirements for the product. Complaint data indicates that the complaint rate for this specific failure has been reduced significantly with implementation of the life test release criteria. The additional testing in manufacturing has not fully eliminated this failure at customer sites, but has greatly reduced the frequency of this failure.

Event description:
Near the end of a stem cell collection procedure a "leak detected" alarm occurred. No safety issue occurred, nor was alleged to be likely to occur. The pt info is not available. This report is being filed due to the customer filing an sae report with their authorities.